Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen and balloon. The stent implant was not returned. The balloon was partially inflated with contrast. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis noted that the returned product had visible blood in the guide wire lumen and contrast in the inflation lumen, which is consistent with the product being prepared for use, and insertion into the pt anatomy. The inability to cross a lesion can be affected by numerous factors including, but no limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. The tip of the returned sds was measured and met manufacturing criteria. There were no kinks or damage noted to the inner member or tip. Based on the reported info, the inability to cross appears to be related to the heavily calcified anatomy as multiple products were not able to cross the lesion. Analysis also noted that the stent implant was not returned, confirming the reported stent dislodgement. However, stent crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, and interaction with the lesion and/or accessory devices. To ensure this is not the result of manufacturing, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Analysis noted that the balloon was partially inflated with contrast. As this was not reported prior to the procedure, it is possible that partial inflation may have occurred during the procedure or during preparation and packing to return for evaluation. In this case, it is possible that the partial inflation may have slightly expanded and loosened the stent and, in addition to interaction with the heavily calcified lesion, contributed to the reported stent dislodgement. The reported failure to advance appears to be related to the operational context of the product. However, a conclusive cause cannot be determined for the reported stent dislodgement, which was retrieved using another balloon. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention device issue: failure to advance/dislodged stent. It was reported that both of the device failed to cross the lesion, and upon retraction of the 2.5x18 mm xience, the stent dislodged and was lost in the pt's coronary. The stent was successfully retrieved outside of the pt's body using another balloon. No pt effects were reported. No additional event or pt info is available.